Event description:
Ous MDR - after an implantation time of about 6 years, a shock impedance of greater than 160 ohms was reported. A lead fracture is suspected. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 15 cm distal of the is-1 connector pin, probably with a scalpel. Three cm of lead body between the fragments are missing. During the analysis, it could be noted that the rope conductor to the rv shock electrode was severely deformed in the are of the connector and broken in the area of the fork. This damage is with high probability to be regarded the cause of the clinical complaint. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.